Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found the siderail arm was cracked. The technician replaced the siderail arm to repair the bed.